Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted.

Event description:
Customer reported that she was recently hospitalized and was not using the insulin pump. Details of the hospitalization were not provided. Customer reported that the insulin pump returned a no delivery alarm and none of the buttons were responding. Customer did not recall any significant events leading up to this event. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).